Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was (287 mg/dl). The bg level was address with a bolus delivery. The customer did not know the cause of the high bg. The customer declined any further troubleshooting from tandem technical support regarding this event.